Event description:
The customer reported that the image quality was excessively white. Further info was received which indicated that a diagnostic fluoroscopic image was unable to be viewed. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The dsad pcb assembly was evaluated and identified as being at fault. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.